Manufacturer narrative:
The customer contacted siemens to report that a falsely elevated sodium test result was obtained from an advia chemistry xpt instrument. A siemens customer service engineer (cse) was dispatched to the site to inspect the instrument. The cse replaced multiple parts on the ion selective electrode (ise) module including the baseline valve, the baseline pump seal, the baseline pump electric valve (bpev), the drain pump electric valve (dpev) and the pump seals for the baseline and drain pump. The cause of the falsely elevated sodium test result is unknown. The instrument is performing within specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated sodium test result was obtained from an advia chemistry xpt instrument. The initial result was not reported to the physician(s). The same sample was repeated on an alternate advia chemistry xpt giving a lower result that was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated sodium test result.